Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the nurse just opened the package, it was found that the needle and suture had been separated. There was no patient involvement.

Manufacturer narrative:
Additional information: b3, b5, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of a device. A visual inspection of the returned photo noted an opened device's foil.. A device's retainer was next to the foil, and a parked needle and wound suture were noted. The needle was not attached to the suture. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic total hysterectomy, when the nurse just opened the package, it was found that the needle and suture had been separated. A new product of the same specification was used to continue. There was no patient involvement.